Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The ccd (charged coupled device) and the light guide lens was corroded due to adhesive rubber delaminated. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received.

Event description:
It was reported the colonovideoscope exhibited that the charged coupled device and the light guide lens was corroded. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.